Event description:
Vns pt experienced hypertension following an increase in programmed parameters. The device was programmed to off four months later as the vns therapy was reportedly not helping to control the pt's seizures. Report is incomplete because no response has been received to manufacturer's requests for additional info from treating physician.